Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the luerlock portion was loose and later the luer lock piece completely fell off the extension tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the y microbore ext w/luer & 2 sld clp experienced component separation. The following information was provided by the initial reporter: material no: 10794983, batch no: unknown. Rn disconnected y-site connector/extension from microclave to draw labs and noticed that the luerlock portion was loose, upon checking the device prior to re-connecting to the patient the luer lock piece completely fell off the extension tubing. The rn immediately switched this device out for a new device. Only IV fluids were infusing at the time so a slight delay in IV fluid administration occurred while the device was exchanged. No noted harm to the patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the y microbore ext w/luer & 2 sld clp experienced component separation. The following information was provided by the initial reporter: material no: 10794983. Batch no: unknown. Rn disconnected y-site connector/extension from microclave to draw labs and noticed that the luerlock portion was loose, upon checking the device prior to re-connecting to the patient the luer lock piece completely fell off the extension tubing. The rn immediately switched this device out for a new device. Only IV fluids were infusing at the time so a slight delay in IV fluid administration occurred while the device was exchanged. No noted harm to the patient.